Event description:
It was reported that during set up for a fess procedure, the point calibration device was not visible to the camera. The account could not locate a back up device and the procedure was cancelled. The procedure has been rescheduled.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.